Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip applier jammed and did not fire. There was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracotomy, while on middle and lower lobe, the clip applier jammed and did not fire. An additional small thoracotomy was made to retrieve the stapler and place a sponge stick where the bleeding was present on the pulmonary artery. The bleeding was stopped by a clamp and horizontal mattress two-layer stitch to secure blood vessel.